Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable resulting in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.